Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog product type programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog , the previously applied device code (B)(4) is no longer applicable.

Event description:
Additional information was received via a healthcare provider. The pump was clarified as not having been empty and that it was an informational error. Actions taken included having put in the correct information. The patient¿s weight at the time of the event was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a family member of a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. The patient's pump was alarming with a "fast beep". The patient was also seeing an alarm on their personal therapy manager (ptm). The ptm was displaying code 8286. The pump had been refilled on (B)(6) 2020. The patient had been unsuccessful contacting their healthcare professional (hcp). The alarming began on (B)(6) 2020. The patient also noted not being able to deliver a bolus since (B)(6) 2020. The caller was unsure when the single beep started and when asked, the caller noted that they "didn't really hear the non-critical alarm". The patient refill "generally" lasted 10 weeks. The caller had a print out from (B)(6) 2019 and the dosage was 10.542 mcg/day, however, they did not know the current dosage/concentration. No symptoms or patient complications reported.